Event description:
Allegedly, pt received 150 mg bolus dose of morphine sulfate in 20 minutes via pca tubing that was non-functioning prior to the event. Pt found lethargic, but arousable. 0.12mg of narcan administered. Rapid response by pt.